Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Customer changed the battery but issue persisted. The customer received a check bg alert which could not be cleared. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 12.6 mmol/l; current reading was 18.4 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. Unable to verify the bg reminder function anomaly due to the button/keypad anomaly. The pump had a cracked case at the display window corner, a cracked belt clip slot, minor scratches on the display window and a corroded battery tube.